Event description:
In 2009, the patient reported that when she woke up from a nap, she found that the infusion tubing had broken at the luer connection. She attached a new infusion tubing and had no further issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.